Manufacturer narrative:
Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter limb detachment issue as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the alleged filter limb detachment issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately three years three months post filter deployment, it was alleged the filter struts detached and embolized. The detached strut had migrated to left lower lobe pulmonary arterial branch. The patient subsequently expired.